Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/03/2019. Adverse event involving wound erythema was submitted via mw 2210968-2015-10853. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2015 and the mesh was implanted. It was reported that the patient experienced a wound erythema beginning on (B)(6) 2015. It was reported that the event severity is moderate. It was reported that the patient received IV antibiotics that include vancomycin and was discharged on (B)(6) after she had transitioned to dicloxacillin. The issue is resolved on (B)(6) 2015. It was reported that event is possibly related to the mesh device and definitely related to the procedure. The device remains implanted. Patient number (B)(6). It was also reported that the patient experienced a dvt. It was also reported that it is likely that the patient is experiencing provoked thrombus in the setting of surgery, as both dvt occurrences have been post-operative complications. It was reported that there was a l brachial vein dvt on ultrasound. It was reported that lovenox started (B)(6) 2015. It was reported that the dvt began on (B)(6) 2015 and ended on (B)(6) 2015. It was reported that this adverse event is not related to the product and possibly related to the procedure.